Manufacturer narrative:
Upon inspection and testing of the suspected device, the following defects were found, image not coming from dvi output due to faulty printed circuit board, broken out put connector, front panel appeared poor, and deformed white balance button. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During incoming inspection of the video system, the device exhibited no image from the dvi output due to printed circuit board failure. This report is being submitted for the event found during inspection. There was no patient involvement reported with this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.